Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, and impairment. Product was used for therapeutic treatment. Additional info from importer report: per additional info received, the pt has experienced chronic vaginal pain, discomfort when standing, bladder leakage, infection, painful sexual intercourse causing loss of consortium, recurrent stress urinary incontinence and the feeling that the mesh was being embedded into her bladder.

Manufacturer narrative:
(B)(4). Additional info from importer report: (B)(4) 2012. Uretex sup urethral support system. Cat# 485013. (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced chronic vaginal pain, discomfort when standing, bladder leakage and infections, recurrence of stress incontinence and the feeling that the mesh was being embedded into my bladder. The reason for mesh implantation is stress urinary incontinence.